Event description:
Abscess. On may 18, 1999 while performing a 30 -day followp-up for the pt, it was discovered that she had been readmitted to the hosp due to abscess. The pt is a 38 yr-old female who underwent a total abdominal colectomy with construction end broke ileostomy with oophorectomy and rectal stump hartman's. For indeterminate colitis. The pt rec'd 6 sheets of seprafilm located at right abdominal sidewall, left abdominal sidewall, pelvic floor, small bowel, omentum, retroperitoneal surface adjacent to ascending colon, retroperitoneal surface adjacent to descending colon and left, adnexa. On may 2, 1999 (approx 2 weeks post surgery) the pt complained of fever, nausea and vomiting. On may 3, 1999 a CT scan of the abdomen/pelvis was performed indicating fluid level occupying the right lower guadrant of the abdomen, which was drained under CT guidance. On may 4, 1999 approx 1350cc's of pus was aspirated using a 14 french pigtall catheter. The specimen was sent to pathology and lab for evaluation. On may 7th and 10th a CT scan performed showed the abscess cavity to be markedly smaller. The culture results of the may 4th specimen were positive for enterococcus. As a result of the abscess the pt was prescribed gentamicin, primaxin, ampicillin and diflucan I ntravenously. The physician reported the event as possibly related to seprafilm.